Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on. The cause for the resets was isolated to a shorted u1003 pld processor, u603 component and c4 on the computer/analog board. Additionally, there was an open f600 fuse. The root cause for the shorted u1003 pld processor and other components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on. The cause for the resets was isolated to a shorted u1003 pld processor, u603 component and c4 on the computer/analog board. Additionally, there was an open f600 fuse. The root cause for the shorted u1003 pld processor and other components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on.